Manufacturer narrative:
Correction: sectiond6a - date of implant should have been (B)(6) 2022 not (B)(6) 2022.

Manufacturer narrative:
Section e: additional reporter - healthcare professional - (B)(6).

Event description:
It was reported that the patient presented for a follow up in clinic. It was noted that a rapid decline in battery status was observed on the implantable cardioverter defibrillator (ICD). There was 6-7% remaining to reach the elective replacement indicator (eri) while previous interrogation on (B)(6) 2024 had estimate 6 -7 years of remaining battery life. The ICD was explanted and replaced due to this observation. The patient was in good condition and was discharged.

Manufacturer narrative:
Final analysis notes premature battery depletion was confirmed. The device voltage was at elective replacement (eri) level upon receipt. A longevity calculation was performed and found the battery depletion was premature based on the device usage. Electrical testing revealed high current drain from the hybrid. An anomalous integrated circuit in the hybrid was found to be the cause of the high current drain and premature battery depletion.